Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not allow the user to perform an override. A technical support specialist dialed into the server to investigate the issue. Upon review, it was confirmed that the medstation's last upload and download were current, and the device was not in critical override status on the server. Communication logs via ssms also showed that the medstation was actively communicating. When checking the "critical override" tab on the medstation, it was found that the "enable critical override" option was unchecked. The checkbox was enabled, allowing the medstation to enter critical override mode successfully. After confirming proper functionality, the station was removed from critical override, and the issue was resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, device did not allow the user to perform an override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.